Event description:
Complainant alleged that during biomed testing the device took an extended time to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the produce and will be providing a follow-up report when our investigation is complete.